Event description:
An ave stent 3.0mm diameter x 16mm length, was successfully placed at the larpel lesion in the right coronary artery. The next day, the 85 year old pt returned to the cath-lab with sub-acute closure of the right coronary artery. Two days after stent placement, the pt expired. Is is not known if the physician attempted to revascularize the vessel. However, the physician states that the death was not stent related since the pt had "significant disease and other significant medical problems."